Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to a device change out procedure, the left ventricular lead exhibited loss of capture. The lead was disabled and no adverse consequences occurred to the patient. The patient would be monitored.